Manufacturer narrative:
Qn#(B)(4). The returned device was visually examined for any damage that might have been caused from abuse/misuse/and/or subjected to any toxic environments that could cause physical or chemical damage to the device. The cracked temperature probe port was identified and confirmed. A device history record review could not be conducted since the lot number was not provided. All circuits are 100% functionally and visually inspected for proper operation and no physical damage at the time of manufacturing, so it is unlikely that this defect was present at that time. The reported complaint of a cracked temperature probe port on the expiratory limb was confirmed based upon the sample received. The alleged defect was reported as discovered after being in use. Therefore, based upon the circumstances as reported in the complaint , and the damage observed on the returned sample, it is determined that operational context caused or contributed to this event. No corrective action is required at this time.

Event description:
Customer complaint alleges that the temperature probe port on the circuit was found cracked during use. No report of injury or harm to the patient.